Manufacturer narrative:
A1-patient identifiers: samples are labeled 1-7 no specific identifier. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.d4 - catalog no - initial: 07k62-26 / updated to 07k62-25.

Manufacturer narrative:
Patient identifiers: samples are labeled 1-7, no specific identifier. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results when compared to other platforms. The following data was provided (unit of measure: uiu/ml): (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. No elevated complaint activity was identified for lot 42074ud00. A review of tracking and trending data did not identify any trend regarding commonalities for lot number 42074ud00 and complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations related with the complaint issue. Customer field data was used to assess the performance of the architect tsh assay using worldwide data. Review shows that the median patient results for lot and 42074ud00 is comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect tsh reagent lot 42074ud00.